Manufacturer narrative:
The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked lcd window and loose and or protruded drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had crack on display and battery compartment. The customer's blood glucose level was reported to be 205.2mg/dl. It was reported that the pump would be replaced and returned for analysis.